Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller stated that for the past 3 days or longer, they have been having issues with their controller. Caller stated that when they plug the controller into the ac power supply before they charge the implant, the controller charges to 100% but, as soon as they disconnect from the wall and try to attach the recharger to their body, the screen blacks out, unresponsive and won't turn back on. Caller added that the green light will come on on the controller when it's connected to ac power, but when they disconnect the controller from ac power the screen goes black and they can't get the controller to charge their implant caller mentioned that they spoke with manufacturer¿s representative today and was instructed to reset the controller, but that did not resolve the issue. Agent confirmed controller was unresponsive on the call without any cords plugged in. Agent walked caller through removing the battery pack and plugging controller in to the ac power supply. Caller confirmed controller powers on. Pt stated they are stuck in pain and their toes won't stop tingling due to this issue. The issue was not resolved. A replacement battery pack was sent out. Later, patient called back stating they accidentally provided incorrect zip code for alternative address. Agent sent email to repair to provide correct zip code. Patient stated it had been a few days since they were able to charge their implant. Additional information was received from patient stating they had received the replacement battery pack. However, the issue had not been resolved. Patient reported they received the bp on saturday and plugged the controller into the ac power supply, but there was no green light above the controller screen. Patient reported no visible damage to the ac power supply, controller port, controller battery compartment pins, or battery pack. Patient confirmed green light illuminated on ac power supply. Agent confirmed via sn that patient was using recently replaced bp. Patient stated they had spoken to their mdt rep on friday and then had texted with rep on saturday and again today and had been instructed to call patient services back. Agent had patient connect empty controller to ac power supply. Patient confirmed screen powered on. Patient reinserted the battery pack and confirmed green flashing light above the controller screen. Agent reviewed charge duration as well as no device found message and advised patient to continue charging controller to full and then proceed to charge implant. Later, patient reported they received the li battery pack - pt thought the controller was charging when connected to ac power as the green light was flashing. Pt disconnected the ac power cord and the controller went blank / unresponsive. Pt verified that the controller does respond to ac power w/o the li battery and when the li battery is connected the green light flashes. Pt stated the li battery appears to charge but when the cord is disconnected the controller shuts down. A replacement controller was sent out. Additional information was received from patient stating they received the replacement controller and have done everything they're supposed to do from the instructions. However, the controller is still going black and unresponsive. Patient stated the controller will stay on until the recharger is plugged in. Patient plugged the controller into the ac power supply and confirmed the screen came on and the green light was solid above the screen. Patient disconnected the ac power supply from the controller and confirmed the screen stayed on. Patient connected the recharger and stated the screen shut off and will not come back on. A a replacement recharger (rtm) was sent out. Additional information was received from patient stating they received the controller, battery pack and recharger and still not working. Pt tried pairing the new controller but it won't charge their ins. Pt was frustrated that this had been going on for 9 days and pt was in pain and did not have pain meds and was not able to figure it out to provide pain relief. Pt got no device found. Reviewed the implant might be depleted. On the call instructed pt to press recharge but the controller did not seem to respond. Instructed pt to reset the controller and ensure the battery pack was charged. Pt plugged it in the wall and the green light was flashing and no device found on the screen. Reviewed to monitor the light and keep it plugged in the wall. Called pt back an hour later and asked if the controller was still plugged in. Pt said no. Then said the battery pack was at 40%, then said it was at 30% and pt also saw battery low, replace controller battery soon. Pt tried different outlets. Suggested to replace the ac power cord. Pt then tried charging the implant again on the call and got no device found and then connect the recharger. Pt then got disconnected. Tried calling pt back and pt did not answer. A replacement ac power supply was sent out.

Manufacturer narrative:
In b5:additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-dec-17 e1(rep):additional information was received from rep stating patient (pt) had the programmer not working was the cause of not being able to charge the ins before the replacement and after the device got replaced the issues are resolved.